Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The error 32098 appeared at the beginning of the surgery, prior to start, the universal surgical manipulator (usm) was replaced by the fse, the system was calibrated and is ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis and the reported 32098 error was confirmed and replicated. In remote fe, the 32098 error was found indicating brushless motor controller error on the usm acm (axes controller motor) printed circuit assembly (pca), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 32098 error was triggered indicating fault on the acm pca, replicating the reported event. The usm was then installed onto a pftp where 32098; along with hall sensor errors on axis 4; was found to be failing on the acm pca. The complaint was confirmed based on [the field evaluation/failure analysis], which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to electrical and fiberoptic defects pertaining to the insertion stator, insertion rotor, and insertion hall sensor of the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause. The usm was replaced to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the error 32098 appeared at the beginning of the surgery, prior to start with ports placed in the patient. The arm was disabled to complete the procedure. The procedure was completed with no reported injury.